Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. During the eval, the pump alarmed for a door not fully latched alarm. It was determined that the alarm was caused by a loose link screw. The screw was adjusted during the eval and the pump performed as expected. As a result, the link screws have been replaced.

Event description:
During baxter's functional testing, a pump alarmed door not fully latched. There was no pt involvement.